Event description:
Caller reportedly received the following results on the aviva system within 10 minutes: 410 mg/dl, 249 mg/dl, and 160 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.